Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces and moisture damage on the electronic assembly. It also had a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump has cracks in the case and moisture inside the display. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.